Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. During the manufacturing process , the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through imagery evaluation . No manufacturing non-conformance were identified. Review of the DHR, lot history and chr did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during the first valve insertion, there was some resistance, and it was believed that the loader was not fully inserted into the sheath potentially causing damage as it crossed the valves of the sheath. The first valve and delivery system had a valve frame strut protruding thru the skirt after advancing thru the esheath and performing valve alignment'. Additionally, it was noted that the loader was not inserted completely. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in frame damage to the outflow of valve. Per 3mensio, the patient's access vessel had presence of calcification, tortuosity, and undersized vessel. The presence of calcification, tortuosity, and undersized access vessel can create a challenging pathway during delivery system advancement. However, the complaint description suggest that improper use of the loader may have contributed to the complaint event . As such, available information suggests that patient factors (calcification, undersized vessels, tortuosity) and/or procedural factors (incomplete loader advancement) may have contributed to the complaint event. No labeling/IFU deficiencies were identified at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required and no corrective or preventative actions are required. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the exact cause of the major vascular complication and bleeding cannot be confirmed, investigation results suggest that procedural factors (device manipulation) and/or severe calcification and tortuosity of the access vessel that may have contributed to the complaint event. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: MFR 2015691-2022-03759.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a left side transfemoral tavr, there was resistance between a 23mm sapien 3 ultra valve/delivery system and the 14fr esheath. The valve frame was damaged and the distal tip of the sheath had a slight tear. As reported, the vessel was pre-dilated with a 6mm balloon and shockwave. During the first valve insertion, there was some resistance, and it was believed that the loader was not fully inserted into the sheath potentially causing damage as it crossed the hemostatic valves of the sheath. The first valve was observed to have a frame strut protruding thru the skirt after advancing thru the esheath and performing valve alignment. The entire 1st system and esheath were removed. The distal tip of the 1st esheath had a slight tear upon review after its removal. A new 2nd system and esheath was introduced and valve was successfully deployed. After the 2nd system was removed and access site was closed, the patient's pressure dropped and all available recovery efforts were enacted. The patient did not recover and expired. It was also reported that there was a major vascular complication and major bleeding. The cause of death is unknown at this time and the investigation is in progress. The devices were discarded by the facility.